Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. The patient was eventually admitted to the hospital due to high blood glucose. The patient's blood glucose levels were 26 mmol/l at the time of admission, and the patient was treated with manual injection. The patient was in the hospital for less than 24 hours. No further information available.